Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 09:50:40. During night drain cycle one, the patient's ultrafiltration reading was 2032ml, indicating the home patient (hp) drained 2032ml more than their maximum programmed fill volume of 3000ml. The user bypassed a low drain volume alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. The guide warns users that "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. A formal review of the labeling for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.